Manufacturer narrative:
Failure analysis on the returned power management board(2) and motor controller board found several root cause: c187 on the customer returned mc pcba had shorted the 12v supply line and disintegrated. U33 and u27 had failed, likely from a surge on the 12v line. Replacing c187, u33 and u27 resolved the problems on the mc board. On the returned pm board q15, q23 and l2 which control the 12v supply were shorted. This caused a shorting of the 24v supply as well. Q101 which controls the 24 supply line had shorted and the heat had caused it to become de-soldered. The heat and the movement of q101 caused fb30 and r242 to become de-soldered as well. R40 had failed open due to excessive current from the 24v line. Replacing q15, q23, l2, q101, fb30, r242 and r40 caused the pm board to generate the proper supply voltages again. Additional functional issues on the pm board were considered secondary failures and not further investigated. In the second pm board l2 had failed with a short between the coils and one open failure on one of the coil terminals. This was likely caused by exposing the pm board to a shorted 12v line. Replacing l2 resolved the issue.

Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
Updated.